Manufacturer narrative:
Resubmission of initial report. The orginial submission was erroneously marked as a follow up 1. It should have been marked as an initial. Please disregard "follow up 1" submission.

Event description:
During a 3 month follow-up, it was noticed that the acapella anchors appeared to be disengaged. Patient was revised on (B)(6) 2016.